Manufacturer narrative:
Additional information was received that one month post valve implant an echocardiogram revealed grade ii diastolic dysfunction. No treatment was prescribed. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device remains implanted. A conclusive cause for the untreated grade ii dysfunction could not be determined from the provided information.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block. A dual chamber permanent pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are a known potential adverse effect per the corevalve instructions for use and can be resolved with the implant of a permanent pacemaker.

Manufacturer narrative:
Updated data: additional information was received that five months, twenty-five days following valve implant the grade ii diastolic dysfunction resolved. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.